Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Fva pins failed to cycle properly at start up with the fva output pin being stuck. Attempted mock infusion and unit had immediate cassette misloaded error. Internal investigation found excessive debris on fva pins ( primarily on the output pin) and loading pins. Cleaned fva pins, loading pins and channels. The unit started with fva pins cycling properly and mock infusion was performed without error. Fva lip seals and upper/lower loading pin lip seals will be removed and replaced during repair process. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. No other damage found.

Event description:
The following has been reported: biomed reported:(B)(6) (B)(4) "tubing set is misloaded." Patient harm: unknown a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.